Event description:
Dealer is stating, the seat frame is bent on right side from 3rd screw inward.

Manufacturer narrative:
(B)(4) - the device in question has been returned and evaluated for failure confirmation as of (B)(4) 2015. The subsequent analysis confirmed the complaint with respect to the reported issue of a bent frame. Follow-up filed.

Event description:
Dealer is stating, the seat frame is bent on right side from 3rd screw inward.

Manufacturer narrative:
Follow up to be sent if additional information is received.